Event description:
It is reported that during implantation of the screw the rim of the head sheared off. The surgeon was able to advance the screw down far enough so the liner was able to fully seat and he did not have to remove the screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.